Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible shocks for atrial fibrillation with rapid ventricular response (rvr), which was detected as ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible shocks for atrial fibrillation with rapid ventricular response (rvr), which was detected as ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.